Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Access was obtained through the left brachial artery. The 100% stenotic lesion was located in the moderately tortuous and moderately calcified left common iliac artery (cia). The physician first aspirated the thrombus with a thrombuster catheter and then predilated the distal portion of the left cia with a 6.0-20x80 wanda balloon at 10atms for sixty seconds. Then the physician moved the balloon to the proximal portion of artery and inflated the balloon to 10atms and the balloon ruptured. The procedure was completed with a 6x40mm non-bsc device. There were no patient complications and the patient's status is good. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).